Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was found to be in backup mode. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of backup operation was confirmed in the lab. The devise data review indicated that the device entered backup mode due to occurrence of two consecutive reset events, caused by many high voltage charges happened in a short period of time. The devise was taken out of bvvi and was tested on the bench. No anomaly was detected.